Event description:
An ophthalmic assistant reported an intraocular lens (iol) implant surgery that the toric lens rotated off axis about 15-20 degrees and residual astigmatism was observed the day after surgery. The surgeon is planning a possible lens rotation. Additional info was received from the ophthalmic assistant who reported the pt was experiencing double vision. A technician reported that the lens exchange was performed and the pt is doing well.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2013.